Event description:
The generator underwent analysis. The generator was received with the septum plug detached. Visual examination, performed at the pa test bench, showed tool marks on the pulse generator case. These tool marks are most likely associated with manipulation of the device during the implant/explant procedure as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). The returned septum plug and the generator header¿s cavity¿s measurements were within specification; therefore, analysis could not determine a cause for the detached septum plug. An electrical test showed that the generator performed according to functional specifications with no anomalies identified.. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
H6 type of investigation, corrected data, the initial MDR inadvertently included b11 in the type of investigation codes and inadvertently omitted b14 and b17.

Event description:
The suspect generator was received for analysis but analysis has not been completed on the returned generator to date. No further relevant information has been received to date.

Event description:
It was reported that the moment a generator was taken out of its packaging, the septum plug fell out and could not be reattached, they tried to put the plug back in and tried turning the plug several times, but the cap was constantly coming off. A back up generator had to be used. The manufacturer¿s device history records of the m103 generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution no further relevant information has been received to date.. The suspect product has not been received for analysis to date.